Event description:
It was reported that lot # 07274ae2 (90-s max) 1 probe heated up in hand.

Manufacturer narrative:
Product has not been returned to manufacturer. Additional information will be submitted when investigation is completed.